Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 064) issue. It was reported that the pump emitted an ¿occlusion¿ alarm. It was noted that the alarm was not able to be cleared due to another call service alarm issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the pump¿s black box history showed that one call service alarm was recorded on (B)(4) 2014. The pump was not able to perform the rewind, load, and prime steps due to a persistent call service alarm. The pump was not able to perform a 24 hour duration test due to the persistent call service alarm issue. The pump was opened and the motor flex cable was found to not be fully inserted into the motor flex connector.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.